Manufacturer narrative:
Investigation summary post market vigilance (pmv) led an evaluation of one device single use instrument. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, during right lower lobectomy and video-assisted thoracoscopic surgery flexible broncho scopy, the stapler and cartridge were loaded, however, when trying to articulate, the loading mechanism detached. They tried a new hand piece with original cartridge but it would not articulate. They changed cartridge and there was no issues. There was no injury caused to the patient and no medical intervention was required.